Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented with syncope. Upon device interrogation it was found that the device was post-paced t wave oversensing on the ventricular channel. Programming changes were made. Device remains implanted. Patient was stable before, during and after the event.